Event description:
The customer reported that three small pieces of plastic from the device jaws fell off into the patient cavity, but were removed without any difficulty. The area was irrigated with saline solution and was then aspirated. The site stated that this presented no danger to the patient. There was no tissue or blood loss and no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.